Event description:
It was reported that, "pt dislocated. Replaced with constrained liner and full revision."

Manufacturer narrative:
Device not returned. No eval will be performed. If device or add'l info becomes available a supplemental report will be issued.